Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer's blood glucose was around 50 mg/dl at the time of incident. The customer's blood glucose was 116 mg/dl at the time of call. The customer stated that they had high blood glucose of 413 mg/dl. The customer stated that they treated the low blood glucose with juice. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not found air bubbles, leaks and insulin issues. The customer declined to check for settings. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.